Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in needle would not retract. The following information was provided by the initial reporter: material no.: 382533. Batch no.: 0239588. It was reported that white button to retract needle did not work.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in needle would not retract. The following information was provided by the initial reporter: material no.: 382533, batch no.: 0239588. It was reported that white button to retract needle did not work.